Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, one (1) device had a retraction issue due to the push button. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® push button blood collection set, one (1) device had a retraction issue due to the push button. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes d9. Device available for eval?: 11-mar-2026 e1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter addr 1: (B)(6). E1: initial reporter city: (B)(6). E1: initial reporter state: (B)(6). E1: initial reporter zip: (B)(6). Investigation summary: bd received a sample and two photos for investigation. One of the customer-provided photos displays an unused device that has been activated. The returned sample underwent functional testing and failed, as the cannula only partially retracted into the sample upon activation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: preactivation and retraction issue. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.